Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2007. The patient returned to the physician on (B)(6) 2012 with a complaint of pain and felt that the mesh was coming out. Upon exam, a mesh exposure was noted. The patient was prescribed pain medication. The patient underwent a procedure on (B)(6) 2012 for mesh removal. Following the mesh removal, the patient still complained of pain. A CT scan was done and results were normal. The physician stated that there was no urologic cause for the pain and referred the patient to her primary doctor for pain management.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.